Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 60-year-old female patient in cardiac arrest, the device failed to charge at set energy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device data file was provided for review. The data file confirmed the error message in the customer's report. However, without receipt of the device and accessories root cause could not be firmly established by the log information. We suspect a depleted battery may have played a role in this report. No trend is associated with reports of this type.